Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/11/2016 with the following findings: during testing, it was observed that the battery compartment was cracked. It was also observed that the keypad cover was lifted at the ok button but all the buttons were responsive during the investigation. The keypad cover was removed and there was evidence of moisture under the up & down contact buttons. Unrelated to this issue, it was observed that the audio bolus button cover was damaged but it was responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a lifted keypad cover with evidence of moisture. This report is made based on results of investigation completed on 4/11/2016.